Event description:
Account - (B)(4). Sanofi complaint ref # (B)(4). Country event occurred - germany. Item, sku, lot# - unknown event description: check attachment note - please check the attachment for additional information. Tmaik 14april2025. Additional information. See attached. Rear cannula end is broken.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Root cause cannot be determined as the return samples were open. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.